Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Date received by manufacture: date has been amended to correct date of 8/9/2017.

Event description:
According to the peritoneal dialysis nurse, the patient experienced peritonitis. The nurse stated that the effluent was cloudy and the patient experienced abdominal pain. According to the culture, the patient's white blood cell count in fluid was 0 (zero). The patient was diagnosed with e. Coli. The nurse was uncertain of the cause. The patient was prescribed antibiotics and the next culture will be done once the patient has completed antibiotic treatment. The patient is on back up hemodialysis treatment. The etiology and causality of this e. Coli peritonitis event is unknown.

Manufacturer narrative:
Date for follow up 2 is 8/22/2017. Date for follow up 3 is 9/18/2017.

Event description:
According to the peritoneal dialysis nurse, the patient experienced peritonitis. The nurse stated that the effluent was cloudy and the patient experienced abdominal pain. According to the culture, the patient's white blood cell count in fluid was 0 (zero). The patient was diagnosed with e. Coli. The nurse was uncertain of the cause. The patient was prescribed antibiotics and the next culture will be done once the patient has completed antibiotic treatment. The patient is on back up hemodialysis treatment. The etiology and causality of this e. Coli peritonitis event is unknown.

Manufacturer narrative:
Sample has not been returned to the manufacturer.

Event description:
According to the peritoneal dialysis nurse, the patient experienced peritonitis. The nurse stated that the effluent was cloudy and the patient experienced abdominal pain. According to the culture, the patient's white blood cell count in fluid was 0 (zero). The patient was diagnosed with e. Coli. The nurse was uncertain of the cause. The patient was prescribed antibiotics and the next culture will be done once the patient has completed antibiotic treatment. The patient is on back up hemodialysis treatment. The etiology and causality of this e. Coli peritonitis event is unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
According to the peritoneal dialysis nurse, the patient experienced peritonitis. The nurse stated that the effluent was cloudy and the patient experienced abdominal pain. According to the culture, the patient's white blood cell count in fluid was 0 (zero). The patient was diagnosed with e. Coli. The nurse was uncertain of the cause. The patient was prescribed antibiotics and the next culture will be done once the patient has completed antibiotic treatment. The patient is on back up hemodialysis treatment. The etiology and causality of this e. Coli peritonitis event is unknown.

Event description:
According to the peritoneal dialysis nurse, the patient experienced peritonitis. The nurse stated that the effluent was cloudy and the patient experienced abdominal pain. According to the culture, the patient's white blood cell count in fluid was 0 (zero). The patient was diagnosed with e. Coli. The nurse was uncertain of the cause. The patient was prescribed antibiotics and the next culture will be done once the patient has completed antibiotic treatment. The patient is on back up hemodialysis treatment. The etiology and causality of this e. Coli peritonitis event is unknown.